Event description:
Boston scientific received information that at seven years after implant, the estimated remaining longevity for this pacemaker was 1.5 years remaining. Upon interrogation three months later, it was noted that the pacemaker reach end of life (eol). The field representative reported that the pacemaker had been previously reprogrammed with an increased output. Boston scientific technical services (ts) was consulted and advised to explant the pacemaker and return it for analysis. The pacemaker was replaced, but at this point is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.